Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and umbilical hernia ('umbilical hernia ') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intimacy"), genital haemorrhage ("bleeding"), migraine ("migraine"), muscle spasms ("muscle spasm") and umbilical hernia (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy and surgery on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain had not resolved and the dyspareunia, genital haemorrhage, migraine, muscle spasms and umbilical hernia outcome was unknown. The reporter considered dyspareunia, genital haemorrhage, migraine, muscle spasms, pelvic pain and umbilical hernia to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-may-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and umbilical hernia ('umbilical hernia ') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intimacy"), genital haemorrhage ("bleeding"), migraine ("migraine"), muscle spasms ("muscle spasm") and umbilical hernia (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy and surgery on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain had not resolved and the dyspareunia, genital haemorrhage, migraine, muscle spasms and umbilical hernia outcome was unknown. The reporter considered dyspareunia, genital haemorrhage, migraine, muscle spasms, pelvic pain and umbilical hernia to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.